Event description:
Part of the drain which was inserted and removed post surgery in late 2015 was found in the patient when he was x-rayed for f/u on a couple of months later. Patient had surgery to remove retained drain. Rn who removed drain reported no problem when drain removed.